Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm and helium tank level low issue occurred. There was no harm or injury reported.

Manufacturer narrative:
Corrected fields are d10 concommitant, e1 event site telephone, h6 medical device problem, component. Updated fields are b4, g3, g6, h2 and h11. Allison reported that the clinical staff had attempted to replace the helium tank multiple times (third tank attempt) without success. Initial troubleshooting revealed that a low helium alarm had never been activated; instead, a gas loss alarm prompted the attempted tank change. The unit also reported attempting to use helium tanks from other cardiosave consoles within the facility. The esp representative requested that the nurse obtain a new, unopened, sealed helium tank. While awaiting delivery of the new tank, the representative offered to provide the how to change a helium tank on a cardiosave during use reference document however, the nurse confirmed it had already been used during prior attempts. Once the new sealed tank arrived, the esp representative walked allison through the proper tank replacement procedure step by step. The tank change was completed successfully, and the helium level increased as expected. Following resolution, the representative provided additional education on: the importance of using new, sealed helium tanks for replacement. The expected remaining operational time frame after a low helium alarm occurs .

Event description:
N/a.